Event description:
It was reported that the device was missing the connector to enable attachment of the tubing to the drainage collection bulb. This led to increased surgical time/anesthesia time. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The original device was not returned to the MFR for evaluation. However, the account returned the remainder of their inventory of the lot in question. It was noted that two out of the five returned were missing the 1 1/2" tubing and adaptor. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision (s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.